Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: tech. Called in for help on 8100 unit serial # (B)(4) error code 222 -4020. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: confirm to tech. The error code 222-4020 on 8100 unit, has to do with low infusion rate is detected, will need to replace first the ail sensor on unit, if does not resolve the issue next to replace is the motor controller board and could lead to the logic board tech. Thank me for my assit. (B)(4).